Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the toothbrush head had broken apart. The consumer asked if there was a way to see whether they were fake. No injury was reported.